Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Customer reached out stating upper left molar is broken and will be getting it pulled in a few weeks.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.